Manufacturer narrative:
Due to characterization limit e1: event site phone: (B)(6). Updated fields: b4, e3, g3, g6, h2, h6(investigation type, investigation findings, investigation conclusion, component code), h11. A getinge field service engineer (fse) identified one autofill error in the logs, after which therapy had continued. However, the reported issue could not be reproduced during testing. A full system checkout was performed, and the device passed all functional and safety tests per manufacturer specifications. The unit was returned to the customer for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during prior to use the cs100 intra-aortic balloon pump(iabp) unit did not alarm when trying to fill with helium. There was no patient involved.